Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(6).

Event description:
Information received from a journal article titled, "nationwide investigation into adverse tissue reactions to metal debris after metal-on-metal total hip arthroplasty in (B)(6)." The article aimed to evaluate the incidence of adverse reaction to metal debris (armd) and to identify poorly performing metal-on-metal (mom) hip implants for patients in (B)(6). Between 2000 and 2011, follow up was performed which revealed 3 patients with competitor components exhibited evidence of fluid collection within the implanted joint. 160 patients experienced armd, with 83 undergoing revisions and 3 undergoing excisions of lesions. Only 24 of the 160 patients were implanted with biomet components. An unknown amount of patients identified in the article with biomet prostheses were revised due to armd. There has been no further information provided and the patient outcomes are unknown.